Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said that no power was being delivered to device. They swapped out device and everything went fine and procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10 corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said that no power was being delivered to device. They swapped out device and everything went fine and procedure was completed. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said that no power was being delivered to device. They swapped out device and everything went fine and procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4) the lot # 25152560 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 10/30/2020. An investigation was conducted on 11/03/2020. Signs of clinical use and slight evidence of tissue was observed on the heater wire. The heater wire was observed to be slightly flexed closest to the base of the hot jaw but remained attached at the base and tip due to normal clinical use. The clear silicone insulation was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. An audible tone was observed as soon as power was delivered to the device. The heater wire was observed to not being heated up. The device failed the pre-cautery test; it did not produced visible steam or heat during ten (10) 3-second activations when the toggle was released. An engineer evaluation was conducted on 02/09/2021. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (cvh- 4030). When the on/off power switch on the hemopro power supply (c-vh- 3010) was toggled to the on position, the hemopro power supply immediately started making an audible beeping sound which indicates that electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. It was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool that the heating element on the jaws of the complaint vh-4000 hemopro2 tool was not heating up. While the hemopro power supply continued making an audible beeping sound, the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The heating element on the jaws of the complaint vh- 4000 hemopro2 tool did not heat up as expected. Then the toggle on the handle of the complaint vh-4000 hemopro2 tool was pushed fully forward to the deactivation (power off) position with the jaws open. The heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is normal but the hemopro power supply continued making an audible beeping sound indicating that electrical energy was being delivered to the complaint vh-4000 hemopro2 tool. The hemopro power supply stopped making an audible beeping sound after approximately 20 seconds had elapsed. This was a result of the engagement of the safety shutdown mechanism (poly-fuse) inside the handle of the complaint vh-4000 hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. O after opening the handle and removing the toggle, it was observed that the white insulated wire that runs from the poly-fuse to the heating element in the jaws of the tool was positioned up against the end of the normally open (n.o.) Terminal of the switch.the switch was remove from the handle to provide a detailed visual inspection of the n.o. Switch terminal. It was observed that the sharp ends of the wires welded to the n.o. Terminal were positioned in a direction where they would make contact with the white insulated wire that runs from the poly-fuse to the heating element in the jaws of the hemopro2 tool. The white silicone rubber insulated wire that ran from the poly-fuse to the heating element was visually inspected under magnification. It was observed on the white silicone rubber insulation, that one of the sharp ends of the wires welded to the n.o. Switch terminal had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp end of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the insulation. To determine if the wires from the bulkhead connector were welded correctly to the middle switch terminal, the switch, fuse and bulkhead connector welding work instructions (90523417) and the associated switch weld visual standard (mcv00000805) were reviewed. Referring to figure 2, the device met the rejection criterion for ¿loose wires in weld¿ based switch weld visual standard. Based on the returned condition of the device, and the results of the investigation as well as the engineers evaluation, the reported failure "failure to deliver energy" was confirmed.